Event description:
Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implantation, the patient could not tolerate visual disturbances at night, further clarified as glare. The iol was exchanged for another lens model in a secondary procedure and a suture was placed. The secondary procedure was completed with no complications to the patient additional information was requested.